Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 240 mg/dl (compact) and 90 mg/dl (aviva). No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has any compact strips. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure the package of the device was already open. When the physician went to open the package of the 2.75x38mm taxus liberte long stent, the outer foil pouch and inner pouch were already open. The device was not used and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient is okay.